Event description:
The customer reported that this unit's ac power or battery charge leds were not lit when plugged into ac power and with a battery inserted. There was no report of patient involvement.